Event description:
It was reported that the patient presented to the clinic for a routine follow-up and the pacing lead impedance measured low. Via fluoroscopy no externalized conductors were noted but there was visual evidence of outer silicone erosion at the suture sleeve on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.